Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 40mg/ml bupivacaine at 4mg/day and 500mcg/ml morphine at 50mcg/day via an implantable infusion pump for chronic abdominal pain, and abdominal surgeries. It was reported that the patient stated since they awoke from their implant surgery they had pain and numbness in their left leg that was never present before implant. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or trouble shooting was performed. The full system was explanted on (B)(6) 2017. The issue had not been resolved at the time of the report. It was unknown whether the pump or catheter caused the problem. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.